Event description:
During the customer's preventive maintenance inspection, the autopulse platform (s/n (B)(4)) displayed user advisory (ua) 45 (not at home position after power-on/restart). Zoll technical support personnel provided instructions to the customer, and the customer was able to clear the ua45 advisory message. Per the customer, the platform is functional and will not be returned to zoll. No patient involvement.

Manufacturer narrative:
The autopulse platform associated with this complaint was not returned to zoll for evaluation. The customer was able to clear the user advisory (ua) 45 (not at home position after power-on/restart) with help and guidance received from zoll technical support. Per the customer, the autopulse platform is functional. Note that user advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory 45 will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart.